Event description:
It was reported that during percutaneous coronary intervention procedure a shaft break occurred. The target lesion was located at the mildly calcified and moderately tortuous left anterior descending artery. An 8mm x 2.75mm nc quantum apex balloon catheter was used for post dilatation of a 3.0 x 8mm promus element stent. After post dilation they removed the balloon catheter and found out that the distal part of the shaft of the balloon was broken. They successfully retrieved the distal part of the balloon with a snare. No issue was noted with the stent. There were no reported patient complications and the patient condition was listed as fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device returned to MFR.: the nc quantum apex was received with a snare and two (2) non-bsc guidewires. The hypotube separation was 55.5cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. The distal portion (including midshaft, inner/outer shaft, balloon, markerbands, distal tip) was not returned for analysis. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during percutaneous coronary intervention procedure a shaft break occurred. The target lesion was located at the mildly calcified and moderately tortuous left anterior descending artery. An 8mm x 2.75mm nc quantum apex balloon catheter was used for post dilatation of a 3.0 x 8mm promus element stent. After post dilation they removed the balloon catheter and found out that the distal part of the shaft of the balloon was broken. They successfully retrieved the distal part of the balloon with a snare. No issue was noted with the stent. There were no reported patient complications and the patient condition was listed as fine.